Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and particles in the valve. The device has been explanted.

Event description:
Healthcare professional additionally reported via rga "scissor cut radius edge" under damage caused during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Laboratory analysis summary: the device related to the reported events deflation, particles in valve and use error was received on may 29, 2025, with lot number 3269663. Based on the product analysis performed, the assessments of the complaint codes are: use error: observed an opening assessed as surgical damage per rga (returned goods auth. Form). Particles in valve: observed. Deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.